Event description:
It was reported while testing for sars-cov-2 2 false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that false negative result.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding the complaint that alleges a false negative result when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 1224095, but a pcr result was positive. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false negative or discrepant results was conducted, no adverse trend was identified. H3 other text : see h10.

Event description:
It was reported while testing for sars-cov-2, 2 false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua #(B)(4). The following information was provided by the initial reporter: it was reported that false negative result.

Manufacturer narrative:
Eua #(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.